Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a loss of water-tightness on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the damage on the plug unit the video connector could not be disconnected smoothly. It is likely the most probable cause of the complaint was traced to a component failure. A definitive root cause could not be identified for the loss of water-tightness on the cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a loose contact on the plug. The event occurred during preparation for use. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported the camera head had a loose contact on the plug. The event occurred during preparation for use. There was no patient involvement.